Manufacturer narrative:
(B)(4): initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. Two batch numbers reported: batch22055459: manufactured on 2022-05-04. Batch 22055431: manufactured on 2022-05-03 h3 other text : see h10 manufacture narrative.

Event description:
Leakage was observed at the tip of central line connection. Leakage was observed at the connection between central line hub with the extension set. Having maxzero in between both connections no patient impact has occurred. Primary IV set with a 3-way stopcock connected to an extension whose end is connected to max zero that is connected at the other end to the lumens of the central line. No damage was visible on any of the parts. Leakage occurred when normal saline was infused and another time where medication was infused. The fault was identified during infusion after 2 days from max zero connection. The leakage was occurring from the connection of max zero and the lumen of the central line. Max zero was disinfected with chlorhexidine-alcohol swabs before every access. Please find attached a video showing the leakage that has occurred on the blue pad. Affected products are not available for investigation but the video might help. Lot numbers that have shown similar incidents are the following: 22055459 and 22055431.

Manufacturer narrative:
Investigation results: no mz1000 sample was available for investigation, however the customer did confirm that the affected samples were from lots 22055459 & 22055431. The customer reported "the leakage was occurring from the connection of max zero and the lumen of the central line.", and that the leakage was observed after two days of connection. As part of the investigation, the customer provided a video to illustrate the reported leakage; analysis of the video identified that the blue pad beneath the maxzero was wet, however no clear location or root cause could be seen on the video. The details of this feedback were forwarded to the manufacturing site for investigation. The root cause of the customer¿s experience could not be determined as the sample was not available for investigation. In this instance, without a sample it is not possible to determine whether a manufacturing defect could have caused or contributed to the customer¿s experience. A review of the production records for lot 22055459 & 22055431 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. A review of the customer feedback database indicates that this is a rare occurrence with a small number of similar reports against the mz1000 product in the past 12 months.

Event description:
No additional information.